Event description:
The procedure was coil embolization of the left coronary artery. The vessel was not calcified or tortuous. Access was made from the right femoral artery. The (B)(4) (complaint product) was once delivered to the target site, but removed as its size was not appropriate. Then the coil was used again after other size coil was placed, and air prep was attempted again. But the coil could not be purged, as air came back to the hub when the pressure was decreased to the orange zone. The same catalog number coil was used, and it was used without any problem. The procedure was completed successfully without any pt injury.

Manufacturer narrative:
All the products were new. Prior to connecting and during prep, the syringe and coil delivery system were not damaged. After disconnecting the coil delivery system, no damaged was noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and no damages were noted during prep. The syringe was taking to the blue zone, and the blue zone was not exceeded. Prior to this coil, the alternate zone (red) was no exceeded. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. The same syringe was utilized to complete the procedure. After the product failure occurred. No other damages were noted on the coil (unraveled/stretched, coil detached), delivery system or hub. When the user actively turned the knob to the orange zone, air came back to the hub. No further info was available. Add'l info will be submitted within 30 days of receipt.